Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's pacemaker presented with an unprecedented drop in battery longevity. Technical services was undecided if there was premature battery depletion or an incorrect measurement in longevity estimates. No changes were made. There were no patient consequences.